Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Event description: upon deployment of the bag the guide bead went too far, "jumped off quickly" before the surgeon could place the specimen into the bag. No patient injury. The device was replaced and the case continued. The reporter had very limited information at this time. The device was discarded and is not available for return. Additional information received via telephone on 12feb2018 at 9:32 am from applied medical account manager. The bag fell off the prongs immediately upon deployment. The prongs were completely exposed. No patient injury occurred. The surgeon is the only general surgeon at the hospital and is familiar with applied products. There were no contents within the bag when the bag fell off the prongs. It is unknown if force was applied to the distal end of the top of the bag between where the prongs were. It is unknown if prior to inserting the device into a trocar, if the user pulled back on the handle prior to pushing the handle forward to deploy. It is unknown if the plunger was partially deployed, retracted, and then redeployed. It is unknown if there were other instruments in use at the time of the deployment of the bag. It is unknown if when the bag was fully deployed, if the bag or the bead interacted with the tip of the trocar. Type of intervention: the device was replaced and the case continued. Patient status: no patient injury.